Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 1, 2017, it was reported that the device shredded the patient¿s skin graft during surgery on (B)(6), 2017. There was a delay due to using a different dermatome. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device needed calibration and the device was evaluated with no components replaced. This is not a related issue. Initial qa inspection of the air dermatome by on (B)(6), 2017 revealed that the device has been sent in (B)(6) 2017 and there have been no problems found. The calibration and motor speed were within specification. The bearings were replaced (B)(6) 2017 and were still tight and there were no other problems found. The reason for shredding the skin could not be determined according to our specifications. The customer hose and width plates were not returned for evaluation. The air dermatome was not repaired as the device was within specifications and passed all required testing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was inspected and tested per zpo 13.90 rev. 41. The reported event was unconfirmed since during initial, inspection the technician could not find the reason for shredding the skin according to our specifications. It was also that the calibration and motor speed were within specification. The root cause of the reported event cannot be determined since during initial, inspection the technician could not find the reason for shredding the skin according to the specifications. However, it was also revealed that the calibration and motor speed were within specification. The air dermatome was not repaired as the device was within specifications and passed all required testing and sent back to customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). The product has been received by zimmer biomet and the investigation is in progress, once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device shredded patient's skin graft during surgery. A delay of unknown time occurred due to using a different dermatome. No adverse events were reported as a result of this malfunction.